Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, a recoverable fault kept returning during the procedure. The caller was able to recover, but minutes later the fault returned. Intuitive surgical, inc. (Isi) technical service engineer (tse) viewed on site logs and found error 23008 on the right master tool manipulators (mtm) on the surgeon side console (ssc) serial number (B)(4). The tse informed the operating room (or) staff that right mtm was likely needed a service. The informed or staff that the right mtm could be disabled, but surgeon would have to use the ssc 2 for right manipulator control. The surgeon was continuing with case robotically and there was no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the master tool manipulators 2 (mtm) to resolve the issue with error 23008 on axis 8. The system was tested and verified as ready for use. Isi received the mtm part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to confirm the issue by viewing system logs but could not reproduce the reported complaint. A visual inspection was performed. The mtm2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. All tests that were performed passed. The mtm2 will be re-calibrated as a precaution. No issue was found on the mtm. This complaint is considered a reportable event due to the following conclusion: a master tool manipulators was replaced after the completion of the procedure due to error 23008. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.